Event description:
Poor coagulation was encountered during a procedure using a pks cutting forceps. Generator software was 1.05 and the settings were vp3 - 35w. The tone changed/dropped prematurely and the tissue was not coagulated. Another like device was used with similar results. There were no patient issues and the case was finished with sutures.

Manufacturer narrative:
The device was returned in a very clean condition. It was connected to a g400 generator and came up with the correct defaults, vp3-35. The device was activated and coagulated, it cut as designed numerous times with no observed tone or asterisk drop during any of the coagulation activations. Meets specifications, worked as designed.